Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a mode switch the right ventricular (rv) lead was found to have dislodged. During the attempt to reposition the lead the helix would not fully engage and dislodged several more times. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.